Manufacturer narrative:
The root cause of this issue is an anomaly in the multiplan software. All affected users were sent an urgent device correction notification.

Event description:
When a user modified the align center of an existing plan during the treatment planning process, the effective depths of each beam in the plan were not updated by the system; these depths were incorrect and led to an incorrect dose calculation. The erroneous dose was not delivered to the patient, therefore, serious injury did not occur.